Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving heparin at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump was implanted on tuesday and shortly after implant the pump logs show a motor stall occurred. The patient was not exposed to any magnets or electromagnetic interference (emi) that caller was aware of and pump was not alarming. No further complications have been reported as a result of this event.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-jun-25. It was reported that the pump was implanted on (B)(6) 2020 and the pump motor stalled on (B)(6) 2020 at 12:15am. The staff read the pump on (B)(6) 2020 and discovered the stall. The pump was not alarming initially and it was noted that the critical alarm window was 2hr. The pump was interrogated multiple times and continued to show the active motor stall. There were no other environmental sources that could have caused the stall other than the patient being in the operating room (or) for the initial implant. It was noted that per the logs, the pump was turned on at 10:59am and they saw the motor stall at 12:15pm on the same day during the implant procedure (note: this conflicts with the earlier report that the stall was at 12:15am on (B)(6) 2020). The pump was to be replaced on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.